Event description:
Eval revealed that the force sensor assembly was physically damaged.

Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor assembly was physically damaged. Review of the pump download history three loss of prime warnings. The pump as loaded, primed and exercised successfully with no alarms occurring.